Event description:
Country of complaint: (B)(6). Beginning of use of the monosyn in the hosp in (B)(6) 2014. Incidents occurred between 1 month and 3 months after surgery: reaction to the thread with cutaneous reopen, purulent discharge, disunion of face lift scars and mammoplasty, in different places and sutures performed by different surgeons, several pts concerned, infection, abscesses, requiring the use of antibiotics, risk of prosthetic exposure, extension of the duration of local care. Possible batches involved: (B)(4).

Manufacturer narrative:
Mfg site eval: eval on-going.